Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that while attempting to implant a 12.6mm vticm5_12.6; -11.50/+1.0/110 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os); the lens had tore during injection. The lens was not implanted. There was patient contact but no injury. This occurred on (B)(6) 2023. On (B)(6) 2023 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as unknown.